Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had a dent (crack) in the reverse black switch. During service and evaluation, it was observed that the device had been dropped causing damage to the housing, air inlet and trigger. In addition, the bearings, shaft and engine were worn and the motor ran rough. It was further determined that the device failed the following pre-tests: general condition, check air hose coupling and check function of the soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.